Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. D4 batch #: a9889m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. The device was connected to an energy systems and was functional, working as intended with no anomalies noted during testing. There were no alert screens displayed at any time, and disassembly to verify the condition of the internal components revealed no anomalies. Due to the damages found on the blister, a possible cause for this condition is improper handling during transit or storage, as it appears the package hit a hard surface. All ees product is 100% inspected prior to release, and the information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9889m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ¿tighten assembly¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.